Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.

Event description:
Healthcare professional reported "rupture", confirmed through ultrasound. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, deformation, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.